Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra2 meter displayed an "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6)2010. The cca was advised the patient manages her diabetes with glucophage pills (500 mg 2x a day) and "lomatal" (20 mg once a day). The patient stated she continued to take her usual dose of medication; however, in (B)(6), stated she went on a stronger dosage. About 2 months after the alleged issue begun, the patient claimed she felt symptoms of dizziness and had a "blackout." The patient did not specify any treatment. At the time of troubleshooting, the cca noted the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.